Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture / device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding") in a 28-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, tooth fracture, breast feeding problem (maternal), irregular menstruation and endometriosis. Concurrent conditions included abdominal pain, thyroid disorder, hypothyroidism, dizziness, genital bleeding and pruritus. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("chronic pain/ cramping / abdomen pain") and vulvovaginal pain ("vaginal pain / pain vaginally "). In (B)(6) 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy cycles lasting 10+ days"), headache ("headaches / head pain") and endometrial disorder ("endometrial issue"). In (B)(6) 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: nickel allergy"), urticaria chronic ("chronic hives / head to toe into hives") and dermatitis allergic ("skin rashes / allergic or hypersensitivity reaction - type: rash"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss/ hair started falling out in immense quantities / hair loss diagnosed alopecia"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections / bladder or urinary problems or changes utis"), abdominal distension ("terrible bloating"), menometrorrhagia ("heavy irregular menstrual cycles"), anaemia ("anemia"), insomnia ("insomnia"), tooth loss ("tooth loss"), loss of libido ("loss of libido"), visual impairment ("vision issues / vision/eye problems type: vision changes"), asthenia ("loss of energy"), arthralgia ("pain in her joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and urticaria ("hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives"). The patient was treated with diphenhydramine hydrochloride and surgery (she had surgery to remove the essure, hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, urinary tract infection, allergy to metals, abdominal distension, menometrorrhagia, fatigue, insomnia, tooth loss, depression, loss of libido, visual impairment, tooth disorder, asthenia, arthralgia, dermatitis allergic, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, astigmatism, back pain and endometrial disorder outcome was unknown, the genital haemorrhage, alopecia, urticaria chronic, anaemia, menorrhagia, vaginal haemorrhage and urticaria had resolved and the pelvic pain, abdominal pain, migraine, dyspareunia, headache and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthenia, astigmatism, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, loss of libido, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: her hair falling out in immense quantity. No more than 5 essure coils were visualized in right side when placement was complete. The left ostium was then visualized and the 2nd essure catheter was inserted. No more than 5 coils were exposed after insertion was complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, fatigue, abdominal pain, pelvic pain, depression, urinary tract infection, dysmenorrhea, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: medical records received. Lot number added. Medical history, lab data, reporter information, aka name were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture / device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, tooth fracture and breast feeding problem (maternal). Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("chronic pain/ cramping / abdomen pain") and vulvovaginal pain ("vaginal pain / pain vaginally "). In (B)(6) 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy cycles lasting 10+ days"), headache ("headaches / head pain") and endometrial disorder ("endometrial issue"). In (B)(6) 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: nickel allergy"), urticaria chronic ("chronic hives / head to toe into hives") and rash ("skin rashes / allergic or hypersensitivity reaction - type: rash"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss/ hair statrted falling out in immense quantities / hair loss diagnosed alopecia"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections / bladder or urinary problems or changes utis"), abdominal distension ("terrible bloating"), menometrorrhagia ("heavy irregular menstrual cycles"), anaemia ("anemia"), insomnia ("insomnia"), tooth loss ("tooth loss"), loss of libido ("loss of libido"), visual impairment ("vision issues / vision/eye problems type: vision changes"), asthenia ("loss of energy"), arthralgia ("pain in her joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and urticaria ("hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives"). The patient was treated with diphenhydramine hydrochloride and surgery (she had surgery to remove the essure, hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, urinary tract infection, allergy to metals, abdominal distension, menometrorrhagia, fatigue, insomnia, tooth loss, depression, loss of libido, visual impairment, tooth disorder, asthenia, arthralgia, rash, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, astigmatism, back pain and endometrial disorder outcome was unknown, the genital haemorrhage, alopecia, urticaria chronic, anaemia, menorrhagia, vaginal haemorrhage and urticaria had resolved and the pelvic pain, abdominal pain, migraine, dyspareunia, headache and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthenia, astigmatism, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, loss of libido, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, tooth loss, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: her hair falling out in immense quantity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-feb-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain / loss specify which one: weight gain, vaginal pain, vision/eye problems type: astigmatism, back pain, hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives. Outcome of event abdominal pain, pelvic pain, dyspareunia, migraine, genital haemorrhage, anaemia, alopecia were updated. Aka name,date of birth, concomitant drug, medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a social media (website) in united states on 16-jun-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on unspecified date. After insertion, her general practitioner discovered that she was allergic to nickel, resulting in heavy bleeding, terrible bloating, and hair loss. She would like to have essure removed but was unable to find a doctor willing to do the procedure. She has obtained an attorney working on a class action lawsuit. Due to unavailable consumer contact information, no follow up can be done. Ptc investigation results were provided on 24-jun-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 11-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0179 and FDA-20 14-n-0736-0015). Since essure placement, consumer experienced chronic hives, pain and cramping, hair loss and balding, heavy irregular menstrual cycles, migraines, bloating, anemia, chronic fatigue, insomnia, tooth loss, depression, loss of libido, painful intercourse, and chronic urinary tract infections. Follow up 14-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0179 and FDA-2015-n-2781-0593, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that since her essure placement she her hair starting failing out in such mass quantities that she developed a bald spot. She also had vision and dental issues, chronic cramping and pain, loss of energy and pain in her joints. Follow up 21-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1730, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she was up at 28 years old and experienced side effects with essure and leaving a general practitioner to run multiple tests only to come to the conclusion that the only change in her life was essure. Follow up 22-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Plaintiff was implanted with essure for permanent sterilization and had the device removed due to complications. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. According to additional information, this case became legal and it was informed that the patient had the devices removed. This event, interpreted as genital bleeding, is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Therefore, causality with essure cannot be excluded. Additional non-serious events were reported. Since essure removal was required, according to additional information received through legal claim, this case was then classified as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: ptc investigation result and final report. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding. According to additional information, this case became legal and it was informed that the patient had the devices removed. This event, interpreted as genital bleeding, is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Therefore, causality with essure cannot be excluded. Additional non-serious events were reported. Since essure removal was required, according to additional information received through legal claim, this case was then classified as incident. A product technical analysis was performed and concluded that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 16-jun-2015. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and genital haemorrhage ("heavy bleeding /abnormal bleeding") in a (B)(6) female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("chronic urinary tract infections"), allergy to metals ("allergic to nickel"), abdominal distension ("terrible bloating"), alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss "), urticaria chronic ("chronic hives"), abdominal pain ("chronic pain/ cramping"), menometrorrhagia ("heavy irregular menstrual cycles"), migraine ("migraines"), anaemia ("anemia"), fatigue ("chronic fatigue"), insomnia ("insomnia"), tooth loss ("tooth loss"), depression ("depression"), loss of libido ("loss of libido"), dyspareunia ("painful intercourse"), visual impairment ("vision issues"), tooth disorder ("dental issues"), asthenia ("loss of energy"), arthralgia ("pain in her joints") and rash ("skin rashes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, urinary tract infection, allergy to metals, abdominal distension, alopecia, urticaria chronic, abdominal pain, menometrorrhagia, migraine, anaemia, fatigue, insomnia, tooth loss, depression, loss of libido, dyspareunia, visual impairment, tooth disorder, asthenia, arthralgia and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, arthralgia, asthenia, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, insomnia, loss of libido, menometrorrhagia, migraine, pelvic pain, rash, tooth disorder, tooth loss, urinary tract infection, urticaria chronic and visual impairment to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2017: summons received - new events " device fracture, skin rashes and pain" were added. Product implants and explant date was added. Surgical treatment was added for the event device fracture and removed from abnormal bleeding. New reporter was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture / device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding") in a 28-year-old female patient who had essure (batch no. B91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, tooth fracture, breast feeding problem (maternal), irregular menstruation and endometriosis of pelvic peritoneum. Concurrent conditions included abdominal pain, thyroid disorder, hypothyroidism, dizziness, genital bleeding and pruritus. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("chronic pain/ cramping / abdomen pain") and vulvovaginal pain ("vaginal pain / pain vaginally"). In (B)(6) 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy cycles lasting 10+ days"), headache ("headaches / head pain") and endometrial disorder ("endometrial issue"). In (B)(6) 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: nickel allergy"), urticaria chronic ("chronic hives / head to toe into hives") and dermatitis allergic ("skin rashes / allergic or hypersensitivity reaction - type: rash"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss/ hair started falling out in immense quantities / hair loss diagnosed alopecia"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections / bladder or urinary problems or changes utis"), abdominal distension ("terrible bloating"), menometrorrhagia ("heavy irregular menstrual cycles"), anaemia ("anemia"), insomnia ("insomnia"), tooth loss ("tooth loss"), loss of libido ("loss of libido"), visual impairment ("vision issues / vision/eye problems type: vision changes"), asthenia ("loss of energy"), arthralgia ("pain in her joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and urticaria ("hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives"). The patient was treated with diphenhydramine hydrochloride and surgery (she had surgery to remove the essure, hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, urinary tract infection, allergy to metals, abdominal distension, menometrorrhagia, fatigue, insomnia, tooth loss, depression, loss of libido, visual impairment, tooth disorder, asthenia, arthralgia, dermatitis allergic, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, astigmatism, back pain and endometrial disorder outcome was unknown, the genital haemorrhage, alopecia, urticaria chronic, anaemia, menorrhagia, vaginal haemorrhage and urticaria had resolved and the pelvic pain, abdominal pain, migraine, dyspareunia, headache and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthenia, astigmatism, back pain, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, loss of libido, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: her hair falling out in immense quantity. No more than 5 essure coils were visualized in right side when placement was complete. The left ostium was then visualized and the 2nd essure catheter was inserted. No more than 5 coils were exposed after insertion was complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pregnancy test: on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, fatigue, abdominal pain, pelvic pain, depression, urinary tract infection, dysmenorrhea, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0179) on 16-jun-2015. The most recent information was received on 21-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture / device breakage') and genital haemorrhage ('heavy bleeding /abnormal bleeding') in a 28-year-old female patient who had essure (batch no. B91738, 891738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included overweight, tooth fracture, breast feeding problem (maternal), irregular menstruation, endometriosis of pelvic peritoneum, bladder disorder and urinary tract disorder. Concurrent conditions included abdominal pain, thyroid disorder, hypothyroidism, dizziness, genital bleeding and pruritus. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("chronic pain/ cramping / abdomen pain") and vulvovaginal pain ("vaginal pain / pain vaginally"). In (B)(6) 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy cycles lasting 10+ days"), headache ("headaches / head pain") and endometrial disorder ("endometrial issue"). In (B)(6) 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: nickel allergy"), urticaria chronic ("chronic hives / head to toe into hives") and dermatitis allergic ("skin rashes / allergic or hypersensitivity reaction - type: rash"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss/ hair statrted falling out in immense quantities / hair loss diagnosed alopecia/hair falling out"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). In september 2015, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections / bladder or urinary problems or changes utis"), abdominal distension ("terrible bloating"), polymenorrhoea ("heavy irregular menstrual cycles,only couple days between cycles"), anaemia ("anemia"), insomnia ("insomnia"), tooth loss ("tooth loss"), loss of libido ("loss of libido"), visual impairment ("vision issues / vision/eye problems type: vision changes"), asthenia ("loss of energy"), arthralgia ("pain in her joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), urticaria ("hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), libido decreased ("low libido"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, urinary tract infection, allergy to metals, abdominal distension, polymenorrhoea, fatigue, insomnia, tooth loss, depression, loss of libido, visual impairment, tooth disorder, asthenia, arthralgia, dermatitis allergic, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, astigmatism, back pain, endometrial disorder, abdominal pain lower, feeling abnormal, libido decreased, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, alopecia, urticaria chronic, anaemia, menorrhagia, vaginal haemorrhage and urticaria had resolved and the pelvic pain, abdominal pain, migraine, dyspareunia, headache and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthenia, astigmatism, back pain, bladder disorder, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, libido decreased, loss of libido, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: her hair falling out in immense quantity. No more than 5 essure coils were visualized in right side when placement was complete. The left ostium was then visualized and the 2nd essure catheter was inserted. Nomore than 5 coils were exposed after insertion was complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, fatigue, abdominal pain, pelvic pain, depression, urinary tract infection, dysmenorrhea, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Medical history were added. Lot number were updated. Medical history were added. Event : cramping, brain fog, did you undergo an essure confirmation test? No, low libido were added. Event verbatim were updated as hair loss in such mass quantities that she developed a bald spot /hair loss/ hair statrted falling out in immense quantities / hair loss diagnosed alopecia/hair falling out. Event menometrorrhagia updated to polymenorrhoea. New events added:bladder or urinary problems or changes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4). On 16-jun-2015. The most recent information was received on 31-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture / device breakage') and genital haemorrhage ('heavy bleeding /abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 891738-not valid,b91738) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included overweight, tooth fracture, breast feeding problem (maternal), irregular menstruation, endometriosis of pelvic peritoneum, bladder disorder and urinary tract disorder. Concurrent conditions included abdominal pain, thyroid disorder, hypothyroidism, dizziness, genital bleeding and pruritus. Concomitant products included bupropion hydrochloride (wellbutrin) from 2015 to 2016 and medroxyprogesterone acetate (depo provera) from june 2014 to september 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("chronic pain/ cramping / abdomen pain") and vulvovaginal pain ("vaginal pain / pain vaginally"). In july 2014, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy cycles lasting 10+ days"), headache ("headaches / head pain") and endometrial disorder ("endometrial issue"). In august 2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel / allergic or hypersensitivity reaction type: nickel allergy"), urticaria chronic ("chronic hives / head to toe into hives") and dermatitis allergic ("skin rashes / allergic or hypersensitivity reaction - type: rash"). In september 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2014, the patient experienced alopecia ("hair loss in such mass quantities that she developed a bald spot /hair loss/ hair statrted falling out in immense quantities / hair loss diagnosed alopecia/hair falling out"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In december 2014, the patient experienced astigmatism ("vision/eye problems type: astigmatism"). In september 2015, the patient experienced tooth disorder ("dental issues / dental problems"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic urinary tract infections / bladder or urinary problems or changes utis"), abdominal distension ("terrible bloating"), polymenorrhoea ("heavy irregular menstrual cycles,only couple days between cycles"), anaemia ("anemia"), insomnia ("insomnia"), tooth loss ("tooth loss"), loss of libido ("loss of libido"), visual impairment ("vision issues / vision/eye problems type: vision changes"), asthenia ("loss of energy"), arthralgia ("pain in her joints"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), urticaria ("hives / rashes or skin conditions type: hives all over body / allergic or hypersensitivity reaction - type: hives"), abdominal pain lower ("cramping"), feeling abnormal ("brain fog"), libido decreased ("low libido"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, urinary tract infection, allergy to metals, abdominal distension, polymenorrhoea, fatigue, insomnia, tooth loss, depression, loss of libido, visual impairment, tooth disorder, asthenia, arthralgia, dermatitis allergic, female sexual dysfunction, anxiety, nausea, dysmenorrhoea, vaginal discharge, weight increased, astigmatism, back pain, endometrial disorder, abdominal pain lower, feeling abnormal, libido decreased, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, alopecia, urticaria chronic, anaemia, menorrhagia, vaginal haemorrhage and urticaria had resolved and the pelvic pain, abdominal pain, migraine, dyspareunia, headache and vulvovaginal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, asthenia, astigmatism, back pain, bladder disorder, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, insomnia, libido decreased, loss of libido, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, tooth loss, urinary tract disorder, urinary tract infection, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: her hair falling out in immense quantity. No more than 5 essure coils were visualized in right side when placement was complete. The left ostium was then visualized and the 2nd essure catheter was inserted. Nomore than 5 coils were exposed after insertion was complete. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, fatigue, abdominal pain, pelvic pain, depression, urinary tract infection, dysmenorrhea, rash. Lot number report 891738 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-may-2019: update of information (batch is invalid) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.